Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl and was treated with manual injections. The caller stated that the night before she ran out of insulin. The paramedics were called and took her to the hospital. Troubleshooting was performed. The caller stated that her glucose was between 127 to 136mg/dl during the day. Then she fell asleep in the early morning hours. By noon her glucose level had reached to 556mg/dl. She took 10.0 units of insulin and one hour later her blood glucose meter would not register. Then she took again 10.0 units and ate a banana. Later she ate a vegetarian food and sugar free ice tea. Through the day she kept testing her glucose level. The caller realized taken 50 to 70.0 units because she had filled the reservoir the night before, and early in the evening the insulin level was 81.0 units. The caller mentioned being admitted three times in the past three weeks due to diabetes ketoacidosis. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.